Event description:
I was diagnosed with dry eye, but the surgeon said it would not cause a problem if I had lasik surgery. I went ahead with the surgery and to this day continue to have severe dry eye problems. The lasik overcorrected one eye and I need yet another surgery. This caused severe anxiety and depression, which I am now being treated with several medications. When a pt has dry eye, they should never be convinced that any refractive surgery will be fine. People with dry eyes are not good candidates! It should be illegal for any doctor to proceed on a pt with dry eyes!